Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results of "20 and 23 mmol/l" and "12 and 8 mmol/l" with the subject meter, performed within 20 minutes of each other, respectively. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.